Manufacturer narrative:
Date of report: 11jun2021. There was no patient involvement.

Event description:
The customer reported that the unit has an active proximal pressure sensor autozero failed alarm. The customer reported that the unit was not in use on patient. The customer contacted product support and mv is the biomed at the site. Instructed him to inspect the pin alignment between solenoids and the (da) pcba. Recommended parts: 2 solenoid autozero and data acquisition pcba. Further information has been requested.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the solenoid sensors and the da pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.